Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: suture used in ventral hernia for defect closure under mesh. Loop came off right after putting needle through loop.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and no needle. Microscopic inspection of the loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the sample was received with the loop open, the force required to break the loop cannot be reliably determined. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The returned sample as received by was found not to meet quality release specifications and, due to the received broken loop, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Unfortunately, since no sealed samples were received, a laced through loop test and needle attachment test could not be performed. The most likely root cause for the observed condition was determined to be a result of incorrect handling during application of the suture or excessive tension on the suture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.